Event description:
It was reported that the patient began experiencing pain in (B)(6) 2012. The patient reports slight pain on the outside of the left hip at the incision site. The patient also reports constant, intense groin pain. The patient states they cannot stand for significant periods of time and must use a cane to maintain stability. The patient had an MRI and two hip aspirations. Blood tests record cobalt levels of 4.7 and 5.1 respectively over a two month period.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.